Event description:
Pt states that the unit is causing weakness in his legs. Pt stated that he contacted his doctor and that the doctor said, it was normal and to continue treatment. Doctor will be contacted to verify if it was normal after surgery or for the unit to cause weakness. No other info provided or confirmed at this time.